Event description:
The company was informed that the patient's device was explanted due to infection. Advanced bionics is in the process of gathering additional information. Once additional information is received, a supplemental report will be submitted.